Manufacturer narrative:
Upon receipt, the sample and all available information will be forwarded to our manufacturer for further analysis.

Event description:
Patient's leg broke during therapy post knee replacement. Slight build female with type c osteoporotic bone underwent standard primary knee replacement in 2007. Surgeon utilized navigation and set the femoral bicortical marker slightly superiorly and did not get both cortices in the femur. Surgery continued successfully based on surgeon comments and intraoperative xrays. One month post-op, surgeon prescribed physical therapy to improve patient's range of motion. Physical therapist manipulated the knee joint. Patient heard a loud pop and pain. Physical therapist continued to manipulate the joint and the patient walked unassisted. A few days later, patient seeks medical care at an emergency room and is sent home. Several days later (the following month based on x-ray) , the patient requests to see surgeon and surgeon notices when patient walks into the office that patient has a 3" leg length discrepancy and takes xrays to confirm the femoral fracture. Surgeon stabilizes fracture and implants and intramedullary rod. The columbus knee components were well fixed and were not removed. Patient is recovering well.